Event description:
Customer reported she was unable to test due to her adc blood glucose meter not powering on with button press or test strip insertion even after battery replacement. Customer further reported that on (B)(6), 2014, her "sugar went high and (she) was dehydrated". Customer self-presented to a local hospital where she was diagnosed with diabetic ketoacidosis (dka) and dehydration, and administered unspecified intravenous medication. Customer additionally reported being "given" 3 units of humalog insulin 3 times daily and 9 units of levemir insulin at bedtime. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.